Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation and device evaluation results. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that "no image on the monitor" occured, due to printed circuit board (bi) and circuit board (qb) failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the technical assistance center (tac), the customer reported that there was no image on the monitor. The customer informed tac that that the cabling was checked and that there was no image and no messages on the screen, the device appeared to be powering on and off but the screen was blank. Tac suggested that the biomedical engineer at that facility try another video cable, and that if this did not resolve the issue then the next step would be to try another monitor to verify which device may be causing the issue. The customer plugged into a different outlet and got power, but no screen was present so the customer was connected to the repairs team for a loaner device. The device is not expected to be returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the high definition lcd monitor had a blank screen, no image. The issue occurred during preparation for use. There were no reports of patient harm.